Event description:
It was reported that during the initial implant procedure, the guidewire was unable to advance within the left ventricular (lv) lead resulting in lv lead damage. The lv lead was not implanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the guidewire was unable to advance within the left ventricular (lv) lead resulting in lv lead damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead insulation was punctured consistent with procedural damage. Visual and x-ray examinations found damaged inner coil at the distal region of the lead consistent with procedural damage. Unable to perform the guidewire insertion test due to the damaged inner coil at the distal region. The cause of the reported event was consistent with procedural damage. Electrical testing did not find any indication of conductor fracture or internal shorts. The s-curve height was measured within product specification.